Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user's caregiver reported the ilet pump failed to rewind and displayed restart errors. No infusion set was attached, bg was unaffected, and no health effects occurred. A replacement pump was provided, and backup therapy was advised.